Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, when the bag was exiting the patient, the bag tore at the seam and the specimen fell into the patient. The gall stones were suctioned out to resolve the issue in order to complete the case. There was no patient injury.